Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. (B)(4). The hospital biomedical engineer replaced the canister holder. A ge healthcare service representative performed a checkout of the equipment; which passed all required tests per the manufacture's specifications. The unit was returned to service.

Event description:
The hospital reported the unit did not suction as expected during a case. There was no report of patient injury.